Manufacturer narrative:
The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. The sicd was surgically abandoned and replacement transvenous system was implanted.

Event description:
It was reported that this boston scientific field clinical representative contacted boston scientific technical service. The field clinical representative reported that this patient received an inappropriate shock due to oversensing. The device history was significant for other oversensing episodes. The sense vector had been programmed to alternate (with low amplitude signals) at the time of inappropriate shock delivery. Recently, the device exhibited oversensing in primary and secondary. Smartpass is disabled and would not enable during a manual set-up attempt. At the time of inappropriate shock delivery, the patient had gotten out of the car and was walking. The field clinical representative was unable to recreate a morphology change. The technical service consultant discussed the benefit of obtaining a pa and lateral chest x-ray. Subsequently, a conference call was made to discuss this event with the physician. It was noted that the implant was on (B)(6) 2018 and the inappropriate shock therapy and oversensing started in (B)(6) 2018. The technical service consultant commented that the signal in alternate 1x gain had a signal amplitude of approximately 0.8 mv at implant but was now at 0.4 mv and smartpass was not enabled. Smartpass was disable on (B)(6) 2018 due to small signal size. The physician was informed that a chest x-ray would be helpful to visualize electrode placement. The technical service consultant discussed programming options including reprogramming the sense vector to primary to determine if smartpass could be enabled. Patient postural testing should then be performed. The technical service consultant discussed other options including repositioning of the electrode, device or replacement to a transvenous system. Rescreening was performed using ast and the patient failed all screening. Technical service was contacted again in early-(B)(6) 2018 and was informed that the physician was considering a treadmill test for this patient.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.